Event description:
It was reported that prior to any procedure, the integrity of the package and sterility was compromised. The package was not sealed appropriately. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. The packaging was returned partially open. A stain was noted from an unknown liquid poured over the packaging. This condition may have contributed to the packaging not being adhered to the seal as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.